Event description:
Complainant alleged that a 48 yr old female pt was experiencing a cardiac arrest. The pt was diabetic and had other medical problems. The medics attached a unit to the pt using a multi-function cable and multi-function electrodes. The medics determined that the pt's rhythm was in asystole. The unit's monitor screen display became distorted. The alpha-numeric characters on the screen grew larger until only a white dot was on the screen. The medics turned the unit off and then on again. The alleged malfunction occurred a second time. The medics obtained a back-up AED unit and treated the pt. They also administered medications and converted the pt's rhythm. There was no adverse effect on the pt.